Event description:
When contrast imaging was performed using a high-pressure injector, it was discovered that the hemostasis valve had fallen off. There were no effects on patients.

Manufacturer narrative:
The product was not returned for investigation, and the investigation was unable to determine the definitive cause of the reported problem. No abnormalities were found in the manufacturing records of the product. The reported event may have resulted in the hemostasis valve falling off when using a high-pressure injector, due to the fixed valve of the product not being completely closed, but the detailed cause could not be identified.